Event description:
It was reported that "fractured pedicle screws at s-1 - bilateral fracture".

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Results, and conclusion codes will be made available following engineering evaluation.